Manufacturer narrative:
A field service engineer (fse) went on-site and cleaned the eletrolyte injection cup (eic) and checked tubing for pinches. Fse replaced co2 membrane, primed the system and confirmed that there was no leak.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting reagent leaking from the ise module and some reagent tubing not properly attached. No injury was reported.